Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 400 mg/dl. Customer already treated their blood glucose by delivering bolus. It was unknown whether the customer was using auto mode feature at the time of reported high blood glucose. Customer mentioned that the sensor glucose was showing 200 mg/dl however the insulin delivery was not suspended due to low sensor glucose value. Insulin pump will not be returned for analysis.